Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2012, pt's right eye. The lens was explanted on (B)(6) 2012, due to excessive vault associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. Pt's last visit on (B)(6) 2012, ucva was 20/20.

Manufacturer narrative:
(B)(4).